Manufacturer narrative:
(B)(4). Evaluation summary: the (B)(4) device was returned with the shrouds open and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracotomy when the surgeon fired the device the jaws locked prior to placing across the tissue. They used a second device to complete the procedure with no pt consequence reported.